Manufacturer narrative:
Correction to report source to add the foreign country (B)(6). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a piece of silicone rubber product and bristles from a cleaning brush entered the air/water channel, clogging the nozzle. The foreign material did not originate from the olympus device. The root cause of why the foreign material was present could not be determined. The following is included in the instructions for use (IFU) and may have helped detect or prevent the foreign material clogging the air/water nozzle: "preparation and inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "Function and inspection of the accessories for reprocessing_ channel cleaning brush (bw-20t). Inspection: check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips." "Channel-opening cleaning brush (mh-507)_inspection: check the bristles for any damage. If the bristles are crushed, gently straighten them with your gloved fingertips." "Single use combination cleaning brush (bw-412t). -check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles. -caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged." "Manually cleaning the endoscope and accessories_ brush the channels the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. Investigation images provided that showed the blockage protruding from the air/water nozzle. The contamination appeared to be a white plastic type material. In addition, water ingression was noted on the scope connector. The insertion tube was found out of alignment with mechanical damage. The down angulation was found out of specification. Play was noted on the scope¿s up/down angle. The light guide cover lens was found chipped. The adhesive was found worn on the optical cover glass and light cover glasses. The adhesive was also found lifted on the distal end of the scope. The evaluator reported that previous investigations indicated that this fault was typically a result of user handling. The investigation concluded that the contamination did not originate from the olympus endoscope.

Event description:
The customer reported a blockage on the water channel. There was no patient involvement reported. The scope was returned to the regional repair center (rrc) for evaluation and foreign material was noted exiting the channel. This report is being submitted to address the foreign material in the scopes channel.